Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 19-apr-2021. The most recent information was received on 28-apr-2021. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia (seriousness criterion intervention required), dysmenorrhoea ("very painful periods"), adenomyosis ("severe adenomyosis"), asthenia ("asthenia"), arthralgia ("joint pain"), memory impairment ("memory impairment"), disturbance in attention ("impaired concentration") and insomnia ("insomnia"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy for essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the menorrhagia, dysmenorrhoea, adenomyosis, asthenia, arthralgia, memory impairment, disturbance in attention and insomnia outcome was unknown. The reporter considered adenomyosis, arthralgia, asthenia, disturbance in attention, dysmenorrhoea, insomnia, memory impairment and menorrhagia to be related to essure. The reporter commented: the only outcome found despite the complete ignorance of most of the professionals encountered, of the problems associated with essure devices: total hysterectomy and bilateral salpingectomy performed by a surgeon trained in the removal of essure devices. Five difficult years because of these devices which were 'sold' to me instead of the tubal ligation which I then requested, followed suddenly by a much heavier operation (hysterectomy and salpingectomy), of which I do not yet know the effects in the medium and long term. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: r2106362) on 19-apr-2021. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia (seriousness criterion intervention required), adenomyosis ("severe adenomyosis"), dysmenorrhoea ("very painful periods"), asthenia ("asthenia"), arthralgia ("joint pain"), memory impairment ("memory impairment"), disturbance in attention ("impaired concentration") and insomnia ("insomnia"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy for essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the menorrhagia, adenomyosis, dysmenorrhoea, asthenia, arthralgia, memory impairment, disturbance in attention and insomnia outcome was unknown. The reporter considered adenomyosis, arthralgia, asthenia, disturbance in attention, dysmenorrhoea, insomnia, memory impairment and menorrhagia to be related to essure. The reporter commented: the only outcome found despite the complete ignorance of most of the professionals encountered, of the problems associated with essure devices: total hysterectomy and bilateral salpingectomy performed by a surgeon trained in the removal of essure devices. Five difficult years because of these devices which were 'sold' to me instead of the tubal ligation which I then requested, followed suddenly by a much heavier operation (hysterectomy and salpingectomy), of which I do not yet know the effects in the medium and long term. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.